Event description:
It was reported that the patient received inappropriate shocks due to noise. High voltage impedance was out of range. During the extraction procedure, fluoroscopy revealed a narrowing of the lead and damage at the costo-clavicular area. A new lead was implanted and there were no adverse consequences to the patient following the procedure.

Manufacturer narrative:
Insulation abrasion was noted at 27.0cm from the connector pin, consistent with clavicle crush damage. The inner coil, an svc conductor, and an rv conductor were fractured and the etfe coating was abraded at this location. This is consistent with the field observation of noise and inappropriate hv therapy delivery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.